Manufacturer narrative:
Reference article: subban, vijayakumar, michael savage, james crowhurst, karl poon, alexander incani, constantine aroney, peter tesar et al. "Transcatheter valve-in-valve replacement of degenerated bioprosthetic aortic valves: a single (B)(6) centre experience." Cardiovascular revascularization medicine 15, no. 8 (2014): 388-392. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.  The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion.  Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the aortic dissection is unknown. However, the mechanisms described above and device manipulation may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), through the review of the medical article ¿transcatheter valve-in-valve replacement of degenerated bioprosthetic aortic valves: a single (B)(6) centre experience¿ the following event was identified as pertaining to edwards devices: -patient # 6: a (B)(6) multi-morbid female with prosthetic aortic valve stenosis who underwent a valve-in-valve procedure with a 23 mm sapien valve by transaortic (tao) approach. At 9 months follow-up, a routine surveillance tee disclosed a type a dissection of the aortic root. As per the authors, it is unclear whether this event was related to aortic cannulation or to disease of patient's aorta, which had been noted to be dilated (50mm) at the time of the initial assessment. An aortic root surgical replacement was performed with a good outcome post-procedure.

Manufacturer narrative:
Reference CAPA-20-00141.